Event description:
A (B)(6) old male patient called zoll customer support to report a service code 204 and exposed wires on his electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wrench code/service code) has been confirmed. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The last patient to use this belt did not report any problems.